Event description:
It was reported that the patient was experiencing excessive bleeding due to increased blood pressure during an implant procedure. The physician believed that patient's symptoms were procedure relates as anesthesia driven. The patient was given medical intervention to lower blood pressure and was doing well.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.